Event description:
It was reported that while this device was implanted poor pacing thresholds were seen on the left ventricular channel. At a recent follow up it was noted that the left ventricular (lv) lead was not capturing. Different vectors were attempted to be used with no capture in any vectors. The patient was in need of lv pacing thus this device was explanted and replaced. The lv lead was also explanted. The device was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that while this device was implanted poor pacing thresholds were seen on the left ventricular channel. At a recent follow up it was noted that the left ventricular (lv) lead was not capturing. Different vectors were attempted to be used with no capture in any vectors. The patient was in need of lv pacing thus this device was explanted and replaced. The lv lead was also explanted. The device was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during implant the implant of this cardiac resynchronization therapy defibrillator (crt-d) there was loss of caping on the left ventricular (lv) channel. External pacing was thus done for the left ventricle. High pacing thresholds were also seen. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that while this device was implanted poor pacing thresholds were seen on the left ventricular channel. At a recent follow up it was noted that the left ventricular (lv) lead was not capturing. Different vectors were attempted to be used with no capture in any vectors. The patient was in need of lv pacing thus this device was explanted and replaced. The lv lead was also explanted. The device was not expected to be returned while the lv lead was likely disposed and thus was not returned. No additional adverse patient effects were reported.